Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) inspected the machine and found vacuum pressure -471 mmhg, need to replace 5k hrs maintenance kit. Po is awaited confirmation from customer. In future if we receive any repair information will reopen and update the investigation.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by distributor¿s fse that during routine check, the cs300 intra-aortic balloon pump (iabp) machine was displaying an error message of ¿autofill failure.¿ there was no patient involvement.